Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the drive support cap was flushed and received motor error. The customer's blood glucose level was 240 mg/dl. The customer was in hospital and they had an insulin pump. The insulin pump will be returned for analysis.